Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-00140 / 00141).

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2015 due to recurrent dislocation, a pseudotumor, and hip abductor avulsion from the greater trochanter. No further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Device was not returned for analysis; therefore, a product evaluation could not be conducted. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. These types of events are addressed in the package insert and in the associated risk documentation. Root cause was undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2015 due to recurrent dislocation, a pseudotumor, and hip abductor avulsion from the greater trochanter. Additional information received in revision operative reports noted swelling in soft tissue around hip, cloudy fluid in the joint, the greater trochanter had no attachment of the hip abductor muscles, atrophy of hip abductors, encapsulated lesion of fluid consistent with pseudotumor, deficient acetabular bone, and a vertical cup with minimal to no anteversion. The head and cup were removed and replaced with a new cup, head, taper, screws, and a poly liner was implanted. Previous aspiration of the hip confirmed no indication of infection.